Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels with lowest bg below 30 mg/dl. Bg cause was unknown. Paramedics provided customer with sugar water, intravenous fluids, and glucagon injections to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020 to (B)(6) 2020. A total of 18 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 51 to 52 mg/dl were recorded at 12:14:49 pm to 12:24:49 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:09:49 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 52 mg/dl were recorded at 2:14:49 pm to 2:29:49 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 2:59:49 pm to 3:09:49 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 2:14:49 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 4:59:49 pm to 5:24:49 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 4:59:49 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 06:29:55 am to 08:49:55 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 06:29:55 am on (B)(6) 2020. ¿ a user initiated tubing fill of size 12.73 units was observed at 01:04:55 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 01:06:09 am date: (B)(6) 2020 iob: 5.43 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 08:59:57 am to 09:14:55 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 48 to 51 mg/dl were recorded at 09:24:55 am to 09:34:55 am on (B)(6) 2020. ¿ a user initiated tubing fill of size 12.73 units was observed at 01:04:55 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 1:44:55 pm to 2:39:58 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 1:44:55 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:08:57 am date: (B)(6) 2020 iob: 3.21 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 3:24:56 pm to 4:29:56 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 3:24:56 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:08:57 am date: (B)(6) 2020 iob: 3.21 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 4:30:00 pm to 5:10:00 pm on (b)6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 4:20:02 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 40 to 53 mg/dl were recorded at 7:30:03 pm to 8:00:08 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 7:30:03 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.